Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference and user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 80 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. Comparison of blood glucose test results by customer from truemetrix air meter to alternative meter. Back to back blood test performed by customer fasting on (B)(6) 2016 09:00am produced test results of 139 mg/dl using truemetrix meter and 101 mg/dl using alternative meter. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is (B)(6) 2016 and open vial date is (B)(6) 2016. The meter memory reviewed for test results (date / time not set and customer can't provide if fasting or non-fasting): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter and test strips.meter is functioning properly;test strips did meet the perfomance testing. Most likely underlying root cause of malfunction: user had an inaccurate reference and user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 80 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. Comparison of blood glucose test results by customer from truemetrix air meter to alternative meter. Back to back blood test performed by customer fasting on (B)(6) 2016 09:00am produced test results of 139 mg/dl using truemetrix meter and 101 mg/dl using alternative meter. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 11/30/2016 and open vial date is 01/02/2016. The meter memory reviewed for test results (date / time not set and customer can't provide if fasting or non-fasting): (B)(4). Adverse event not reported.